Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. During the failure investigation, it was found that the complaint device was a non-mentor product. Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).